Event description:
Information received by medtronic indicated customer alleged insulin pump is under delivering. Customer reported high blood glucose. Customer treated high blood glucose with manual injection. Customer reported most current blood glucose value was 99 mg/dl. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer reported auto mode feature was inactive at the time of high blood glucose event. No harm requiring medical intervention was reported. Device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.